Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll field representative evaluated the device at the customer's site. The customer's report was observed upon initial testing. However, until zoll medical receives the device, root cause evaluation cannot be performed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical corporation; evaluation of the customer's report was not duplicated. The device was put through extensive testing including full functional testing and periodic self-testing without duplicating the report. After running self testing, the report was cleared from the log. Internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.